Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had an unspecified alarm. The customer¿s blood glucose level was unknown. The customer states that the reservoir opening was crack and it took out reservoir. The customer glued the reservoir back down. The reservoir went through rewind process and it got an unspecified alarm. The insulin pump will not be returned for analysis.